Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00430, 00434, 00435, 00436, 00437, 00439. (B)(4).

Event description:
Allegedly patient had surgery site infection. Hospital cannot rule out product involvement.

Event description:
Allegedly patient had surgery site infection. Hospital cannot rule out product involvement.

Manufacturer narrative:
Conclusion: no device failure.